Manufacturer narrative:
The complainant part was not explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Confirmation was obtained on (B)(6) 2015 indicating that the reported screw was actually part of the trochanteric fixation nail advanced (tfna) nail. This report is for one (1) unknown blade.

Manufacturer narrative:
Report is for one (1) unknown blade. Additional product code: hwc (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery there was a problem getting the screw unattached from the blade. The tip of the screwdriver would not affix with the head of the stuck screw. There was a 15 minute surgical delay reported. There is currently no additional information available. This report is for one (1) unknown screw. This is report 3 of 3 for (B)(4).